Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a hole in the tubing through pinch valve vl57a which caused the leak, and the fse proceeded to replace the tubing to resolve the leak. Pinch valve vl57a controls the waste drain from the probe wipe to waste chambers vc11 and vc13. The fse noted that the instrument generated white blood cell (wbc) voteouts and failed backgrounds due to failing wbc aperture #2 electrodes. The fse replaced the wbc aperture modules and the instrument passed all backgrounds and generated proper wbc results. The fse verified the repairs as per established procedures and results met published specifications. (B)(4).

Event description:
The customer reported a leak inside the coulter lh 780 hematology analyzer. The customer indicated that approximately 15 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield, and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.